Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon locked the trident alumina insert into the triad cup ((B) (4) product sourced by stryker (B) (4)). However, the surgeon noticed there was a little gap between the cup and the insert on the x-ray. At this time, the surgeon does not have a schedule of a revision surgery for this event."